Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm in the morning. The customer's blood glucose level was not impacted. Tandem technical support reviewed the auto-off feature with the customer and advised to discuss the setting with a healthcare provider before adjusting it.